Event description:
On 11/5/96, the MFR received the enclosed medwatch report (0000-330102-1996-1) from the facility's director of risk mgmt which stated that the device was removed on 10/11/96 upon discovery that the device cahteter had sheared off. The device was stated to have been implanted on 8/10/94 for use in the pt's treatment of ovarian cancer with metastatic activity. During 8/96, after chemotherapy was completed, the pt was present for irrigation of the device. During irrigation the pt expereienced subcutaneous pain beneath the clavicle. On 9/1/96, a chest x-ray was taken which showed the device to be in good position; however, with injection of dye, dye goes nowhere. Apparently, the indwelling device catheter had sheared off. The device catheter was reportedly cracked and has leaked. During removal of the device, on 10/11/96, the device catheter severed when an attempt was made to manipulate it. An x-ray was taken later, on 10/11/96, which revealed a segment of the device catheter in the atrium. On 10/15/96, the pt was sent to the or for removal of the device catheter segment via vein (angio).